Event description:
It was reported that a patient's device returned to factory settings after it was interrogated on (B)(6) 2012. The reporter stated that the device was interrogated with an access review device and was then interrogated with a clinician programmer. It was noted that the device was turned on. During the interrogation with the clinician programmer, there was a message of "invalid parameter." The interrogation then showed that the device was reset to 0 volts, a pulse width of 210, a rate of 30, and was turned off. It was reported that the doctor programmed the device back to the patient's therapeutic settings with no adverse event on the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3389s-40 lot# v659421, implanted: 2011 (B)(6), product type lead product ID: 3389s-40 lot# v676860, implanted: 2011 (B)(6), product type lead product ID: 3389s-40 lot# v659421, implanted: 2011 (B)(6), product type lead product ID: 3389s-40 lot# v676860, implanted: 2011 (B)(6), product type lead. (B)(4).